Event description:
It was reported that the 6600 system collimator handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.